Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 13.2mmol/l, with high ketones, associated with an alleged history/settings issue. Reportedly, the patient remained on the pump, and was taken to the hospital for observation. During troubleshooting with customer technical support, it was revealed the pump was allegedly not delivering the basal program, and not working. The patient¿s father adjusted the pump basal rates on three occasions before the alleged adverse event. This complaint is being reported based on the allegation that the patient experienced high ketones associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-dec-2019 with the following findings: during investigation, the complaint regarding high blood glucose was reported on (B)(6)/2018 , according to the black box download 2 occlusion alarms were recorded due to an unidentified high force on (B)(6)2018. Occlusions were cleared by the user and deliveries continued with out additional occlusion until end of use on (B)(6)/2019. The pump passed all required testing for delivery accuracy and force sensor. Investigation basal delivery test was unable to duplicate occlusion alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.